Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose levels, particularly while at work. The patient stated that she frequently disconnected from the device, paused insulin delivery, and made various adjustments in an attempt to prevent or correct low glucose events. It was discussed that these repeated manual interruptions, especially frequent insulin suspensions, likely contributed to the lows she had been experiencing. The patient was advised to allow the device to manage glucose levels without interference and was reminded that the suspend feature was intended only for times when she was physically disconnected, such as during showering or exercise. The patient inquired about adjusting the glucose target range or restarting the system to retrain it and was advised to discuss such changes with her healthcare provider. A clinical specialist was arranged to follow up and review her data for additional support. During the call, the patient announced a meal when her glucose was 135 mg/dl and subsequently experienced a low event, with glucose levels dropping into the 60s for approximately 20¿30 minutes. She did not treat the low, remained asymptomatic, and her glucose levels rose without intervention. The patient noted that lows tended to last longer while at work, possibly due to increased activity. No backup therapy was used, no ketone testing was performed, and no medical intervention or immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.